Event description:
Subsequent to the initial report filing, additional information was received stating that during the index procedure, the 100% occluded first diagonal branch was predilated with a 2.0 x 12 mm non-abbott balloon and a 2.5 x 12 mm nc voyager balloon. When the patient returned to the hospital on (B)(6) 2012, in-stent restenosis of the first diagonal was noted approaching 80% luminal reduction. It could not be confirmed whether it was the promus stent or the non-abbott stent which was restenosed, or whether both stents were noted to have restenosis. Cardiac catheterization was performed with implantation of a xience nano rx 2.25 mm x 15 mm into the first diagonal. The patient was discharged on june 6, 2012. No additional information was provided.

Manufacturer narrative:
(B)(4). You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The stent remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient had a 2.5 x 15 mm promus stent and a 2.25 x 20 mm non-abbott stent implanted on (b)(64) 2010 in the 1st diagonal branch. On (B)(6) 2012, a repeat revascularization was performed. Pre-procedure, the patient was experiencing recurrent ischemic symptoms. The patient also experienced a periprocedural myocardial infarction. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effects of ischemia, myocardial infarction, and restenosis, as listed in the instructions for use (IFU), are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.